Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a calibration error on the electronic pt gas sys (epgs). The device was not changed out, as the perfusionist (ccp) recalibrated with an oxygenator. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: clinical support received a call from the perfusionist (ccp) on (B)(6) 2014. The ccp mentioned that the hosp biomedical engineer (biomed) had spoken to her and he mentioned that he had emailed the sys-1 logs to technical support analysis. The logs contained the following info for this procedure on (B)(6): 7:37:46 - the epgs calibration started; 7:39:03 - epgs calibration was unsuccessful with resultant voltage signal of 1883mv. According to technical support, this voltage is indicative of the calibration being completed with gas line connected to gas line components (including the oxygenator) as advised in the instructions for ise (IFU). The ccp also stated the gas line was connected to the oxygenator at calibration. Time: 10:40:20 - epgs gas flow increased to 10 1/min with central control monitor (ccm) slider. Time: 10:41:24 - oxygen (o2) sensor fractionated of inspired oxygen (fio2) and blender set point fio2 do not agree. The set point of the blender was 100% and the measured value was >than 100% and a (- - -) was displayed on the ccm in the % o2 box and the words "cal" was displayed below the box. This confused the perfusionist and she re-calibrated the epgs during cpb. According to technical support, message and "cal" appearance was due to the high gas flow (10 1/min) and this creates a high back pressure in the gas circuit. When the gas flow was later reduced to more normal levels (5.0 1/min at 10:43:17). The word "cal" would have disappeared and (---) would not have been displayed as the back pressure would have been reduced. In the end, the perfusionist re-calibrated (without need).

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00393. Software data logs were received by the MFR on (B)(4) 2014 for further evaluation.